Event description:
It was reported that pump charger did not stay securely in port, which made charging pump difficult for customer. There was no reported impact to the customer¿s blood glucose level. Customer spoke with sales specialist by phone to report issue, and complaint was documented for review, but no further action was taken by technical support at that time.